Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "safestep ivad access connection to needless hub connector was leaking during infusion. Infusion was stopped, pt shirt removed and contaminated chest area was cleansed x 3 with warm soapy water as per chemo spill protocols. Needless hub connector replaced and ivad access safestep device replaced prior to resuming treatment. No obvious cracks or defects noted at device connection site on examination.". Additional information: it was reported by the customer "the event did not involve an urgent or life-threatening situation. The leak was discovered during infusion of chemotherapy. There was a delay in infusion due to the time required to clean the area, patient to change their shirt and time to replace the device. There was no apparent harm. Chemo spill protocol was followed.".